Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that there was an infection at the ipg site. In turn, the ipg was explanted and the pocket site was washed out. Patient was put on oral and IV antibiotics. The infection has since resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.